Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed pacer faults 115, 116, 122, and 123 and a "defib fault 78" message. The complainant indicated that there was no pt involvement in the reported malfunction.